Event description:
It was reported that high impedance and high capture threshold were noted. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead was returned. The damage found was sustained during the surgical procedure.